Event description:
A cartridge alarm was reported by the caller, which had occurred previously with the same pump serial number. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and instructions were given to the caller on how to return the problematic pump. A new pump was sent out with shipping arrangements made to accommodate the caller's schedule.